Event description:
It was reported that the customer had a button error alarm and a keypad anomaly on the insulin pump. Customer stated that the buttons don't work on the pump. Customer also stated that she wears the pump in her bra and it was possible that it was exposed to her sweat. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a cracked case near the display window corners. No button error alarms were noted. The pump also had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.